Manufacturer narrative:
This event is a duplicate of FDA report number 9614453-2024-04400 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient passed away. It was reported by the patient representative that three weeks post implant the patient experienced chest tightness and discomfort. The patient was hospitalised. They then experienced cardiac arrest, where their heart s topped beating for one minute, causing the brain to be deprived of oxygen and they deteriorated into a coma. Patient was resuscitated, however their current status was noted to be "brain dead" and it could not be confirmed if they were still alive. Patient relative claimed that the device failed to detect data from the cardiac arrest and questioned the quality of the pacemaker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.